Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilatated with a 2.x12mm traveler balloon and a 3.5x28mm xience xpedition stent delivery system was deployed at 10 atmospheres. A 3.5x12mm nc traveler balloon was used to post dilate the lesion. After post dilatation was performed an edge dissection was noted at the distal edge of the stent. A 3.0x15mm xience prime was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.